Manufacturer narrative:
Ted: (B)(4). Explanted: unk.

Event description:
It was originally reported that the patient missed his refill and went through withdrawal. It was thought that the withdrawal symptoms were not severe. It was confirmed that the patient was supposed to have had his pump filled on (B)(6) 2011 but did not show up or call the clinic office. The pump alarmed on (B)(6) 2011 and he came into the clinic on (B)(6) 2011. His pump was assessed and it was found that it could be re-established. On (B)(6) 2011, the nurse attempted to refill his pump. On the drawback there was a very small amount of fluid which had a yellow tint that was not normal. The fluid was sent for culture, gram stain and a 24-hour growth. The refill of the pump was abandoned. The lab work came back normal. On (B)(6) 2011, he experienced a lot of pain and anxiety. He went to the emergency room in the morning and was given: 8mg zofran, 4mg morphine sulfate, and 60mg toradol. Later in the day he was seen at his doctor's clinic. He had a fever with elevated white blood cells. He was given 1 intramuscular shot of 2grams of cefazolin. Ampicillin and xanax were prescribed. He was referred to a different doctor to have his pump removed. Tests were going to be conducted to rule out meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.